Manufacturer narrative:
(B)(4) - (won't close). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a sensation micro snare oval device was used during a procedure. According to the complainant, during the procedure, the device would not close properly. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.